Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly a sterile drill (B)(4) was missing in the implant set, the missing drill was only noticed after the patient had been anesthetised. The patient was woken and the surgery was rescheduled for (B)(6) 2014.